Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service could not reproduce or confirm the reported b30 scope error. Based on the results of the legal manufacturer¿s investigation, it is possible that the event occurred temporarily due to the following: temporary failure of the ccd or video connector internal board due to the following handling: the ground wire of the system was not connected. The system is powered on and the video connector has been reseated. The video connector contacts were dirty or moisture. Failure on the part of the system. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: do not connect the video connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that error code b30 (scope communication error) occurred during regular maintenance of the subject device. There was no patient or user injury due to the event.